Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
Revision surgery took place.

Manufacturer narrative:
Data provided is an approximation as only the year and month are known.

Event description:
It was reported that patient was scheduled for a revision surgery with exchange of tka poly on (B)(6) 2017 due to dislocation.

Manufacturer narrative:
Corrections base on new information received.

Event description:
Upon exposure to the knee joint it was observed that the post on the articulation insert had broken.